Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 525cc saline breast prosthesis. Deflation of the left breast prosthesis was reported. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and yellow material found on the device. The device history record (DHR) of lot number 231430 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 9/17/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On, 9/17/2018, mentor became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 525cc saline catalog: 3501685 lot: 6944105 sn: (B)(4) and (right) mentor smooth round moderate profile 525cc saline catalog: 3501685 lot: 7580678 sn: (B)(4). Manufacturer¿s reference number: (B)(4).